Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved could not confirm the report. The handle, trigger cord, and loading catheter were the only components included in the return. The barrel and elastic bands were not returned. An eval of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all 12 deployment beads were not present. The length of the trigger cord was measured and found to be within spec. A string bead check plate was used to visually examined the trigger cord. The legs of the string were verified to have the correct length. The location of the beads could not be checked because they were not present. The cause for the missing beads was not able to be determined. The beads could have potentially been removed from the trigger cord due to the endoscope being torqued or damaged. The lot number associated with this complaint was researched to determine the mfg date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. A product specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the string sub assembly work order was conducted and the affected lot met the required strength for the bond between the bead and the trigger cord. In the review of the sub assembly work order, there was a test error for one bead sample, the sample was retested and passed destructive testing. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because all of the device components, particularly the bands on the barrel and the barrel itself, were not included in the return. This limits our ability to conclusively determine a cause. The info provided indicated that the endoscope curved when the difficulty with band deployment was encountered. Torquing of the endoscope can occur if the handle rotation is continued after experiencing band deployment difficulty, perhaps due to a compromised accessory channel restricting movement of the trigger cord and potentially removed the beads from the trigger cord. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure". Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The finished device is subject to visual and tensile tests according to mfg specs prior to distribution. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. When the physician attempted to deploy the band, it would not deploy. It was noted that the endoscope was torqued backwards. The device was removed and the endoscope was noted to be damaged. The procedure was completed with another 6 shooter and different endoscope. The device was received for eval on 06/01/2015. Our eval found that there were no beads present on the trigger cord. Although the initial report indicated that no portion of the device detached inside the pt, the info on the location of the missing section was communicated back to the medical facility. The location of the missing section is unk. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurence.